Event description:
It was reported that all components were explanted due to an unknown reason. The explanted devices will not be returned per hospital policy. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three years ago from the date the manufacturer was made aware. D6b: explant date: three years ago from the aware date. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700 , model: sc-2218-70 , serial: (B)(6), batch: 16908062/17396052.